Manufacturer narrative:
(B)(6). Additional device product codes are hrs and ktt. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. Patient code (B)(4) was utilized for revision surgery and other additional medical intervention due to reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2017 for removal of hardware due to infection and a delayed union. The patient was originally implanted with one (1) titanium locking compression plate-proximal lateral tibia and eight (8) screws on (B)(6) 2017 during an open reduction internal fixation (orif) of the tibia to treat a fracture. On an unknown date after the surgery the patient developed an infection and a mass formed at his knee. It is unknown whether the patient had pain related to the diagnosis or when he sought medical attention. During the revision the plate and eight (8) screws were removed whole and intact and the mass at the patient¿s knee was drained, irrigated and debrided. The patient received antibiotics. New hardware was not implanted. There was no surgical delay. No harm was reported to the patient. The procedure was successfully completed.this report is 7 of 9 for com-278598

Manufacturer narrative:
(B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.